Event description:
Rep reported that when the microsensor was implanted the values read 30-40mm h20. They tried using another sensor and tapped the shunt and the reading was 13-14mm h20. Since the pt had a shunt the surgeon knew this could not be accurate, therefore, he is questioning the accuracy of the microsensor. The pts symptoms did not match the icp readings.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. The supplier performed this eval. During eval a review of quality records was conducted and prior to distribution this device met all mfg and quality testing/inspection specifications. The catheter was also evaluated and the following observations noted: the pressure sensor appears to be undamaged. There are multiple bends in the catheter material. The unit passed all tests. Based on the above eval, the supplier was unable to confirm the complaint. For more details see attached eval report from the supplier.